Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor anomaly. Customer stated that the insulin pump had no delivery alarm during rewinding and no reservoir in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for the further analysis.

Manufacturer narrative:
Retainer = black. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded trace/history files using thus. Rewind functioned properly and no unexpected insulin flow blocked alarms noted during testing however, there were 19 no delivery alarms on the event date [(B)(6) 2021 between 03:53 and 09:46] found in the pump history file. The motor was tested outside of the insulin pump on the ngp stb3 and passed. The force sensor zero offset is within specification. No damage or moisture damage noted on electrical board 1, electrical board 2, or the force sensor however, found dried insulin on the motor and motor slide during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Device was received with scratched case and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.